Event description:
The customer reported that an elevated total human chorionic gonadotropin (tbhcg) result, above the normal reference range of the assay, was generated from a unicel dxl800 access immunoassay system for a single patient. Beckman coulter inc. Assessment of customer supplied data indicated that subsequent testing of both the original sample and a redrawn sample, on the original as well as an alternate instrument, produced lower results within the normal reference range. The initial bhcg result was reported from the laboratory and the patient underwent an abdominal and vaginal ultrasound. A mass on an ovary was detected which the doctors stated may or may not have correlated with an ectopic pregnancy and/or an elevated bhcg result. To date, the results are inconclusive. Other patient bhcg samples were analyzed around the time of the questioned result. All of the other sample results were reproducible. There are no other results in question to date. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that all three levels of tbhcg quality control results were within customer established specifications during the timeframe of this event. A calibration performed prior to the event was accepted as passing and had satisfactory percent coefficient of variation. The tbhcg sample was drawn in a serum tube with a gel separator. There were no visual abnormalities with the sample. The specimen was centrifuged at room temperature for five minutes at three thousand revolutions per minute prior to testing. The reagent and calibrator lots associated with this event were 270064 and 113070 respectively.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) performed a service protocol which included performing a high sensitivity system check. The system check failed. The fse then adjusted the dispense probe plate and aspirate probe plate alignments and replaced the aspirate probes and associated peri-pump tubing. The high sensitivity system check was rerun and passed within instrument specifications. A carryover test was also performed which also passed within instrument specifications. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. A true cause for this event has not been determined and is unknown.